Manufacturer narrative:
(Access sheath larger than 8fr) - the device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: w. Anthony lee, md, "percutaneous access for tevar", published endovascular today september 2008.

Event description:
Device malfunction: unknown. Time of symptoms/ae: during procedure/approx 11 months post procedure. Symptoms/ae: unspecified events/dissection. The following events were noted through a periodic article review. Medical records and imaging studies of 223 femoral arteries were percutaneously accessed with 20-25f sheaths and delivery systems using the perclose technique at medical center between late 2004 and 2007 using the 6-f perclose proglide device during thoracic endovascular aortic repairs (tevar) was described. The average number of proglide devices used was 2.01 per artery. Seventeen failures were recognized immediately in the operating room and repaired surgically or with endovascular techniques. During follow-up (mean of 11 months) one asymptomatic femoral artery dissection and two femoral pseudoaneurysms were revealed and required repair.